Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing high or low glucose alarm. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s9, android 10, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with huawei p smart phone with android operating system version 10, app version 2.10.1.10406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, experienced a loss of consciousness. No treatment details were provided by customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing high and low glucose alarm. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
An alarm issue was reported with the adc device in use with huawei p smart phone with android operating system version 10, app version 2.10.1.10406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, experienced a loss of consciousness. No treatment details were provided by customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with huawei p smart phone with android operating system version 10. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, experienced a loss of consciousness. No treatment details were provided by customer. There was no report of death or permanent impairment associated with this event.